Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited varying pacing impedance measurements with some being greater than 2,000 ohms. There was evidence of oversensed noise leading to inappropriate anti-tachycardia pacing (atp). Isometrics and pocket manipulation were successful in recreating noise. The physician suspects a lead malfunction. The associated device was deactivated. Surgical intervention is planned but not yet performed. No adverse patient effects were reported.